Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.